Event description:
It was reported that the patient received a total hip arthroplasty in 1993. The patient's primary acetabular component loosened and the femoral stem debonded. The patient was revised in 2001 with a zimmer tm monoblock cup, a link femoral stem and zimmer cable ready group system. In 2007, the patient fell and the stem fractured. In 2008, the patient was revised to replace the fractured stem. Post-op the patient dislocated and closed reduction was attempted four months later. Later in 2008, the patient underwent an open reduction of the left hip with revision of the trochanteric fixation and repair of the nonunion of the greater trochanter. In 2009, the hip implants were removed due to infection.

Manufacturer narrative:
The implant was not returned for evaluation. The implant was revised due to infection in 2009, but the implantation of the tm monoblock cup was 2001.